Manufacturer narrative:
The analysis on the power supply for the imaging system was completed by medtronic personnel. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: a medtronic representative reported that the pendant displayed a red x next to the generator portion indicating that the generator could not complete initialization. The suspect power supply has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a power supply was replaced and the voltage was adjusted to 5.150v. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power supply has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the pendant of the imaging system displayed an x next to generator. There was no patient present at the time of the issue.